Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an unspecified infusion, a free flow event occurred. No patient harm was reported. Four devices were sequestered after the event, and the user did not specify the event module.

Manufacturer narrative:
Additional information provided from the customer determined that this complaint is not MDR reportable.